Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion set has leaked insulin during use about 8 times in the past 2-3 months. His blood glucose has elevated to 330 mg/dl, and his target range is 90-140 mg/dl. He treated hyperglycemia with an insulin pen. The infusion device has displayed e4 occlusion errors 4 times during the past 2-3 months. The leak occurs underneath the self-adhesive. No adverse event was reported. The alleged product was requested for evaluation.